Event description:
It was reported that a data error alert 4 occurred. Customer's blood glucose level at the time was 166 mg/dl, which is within the normal range. Technical support informed the caller that some history logs might have been erased; however, the therapy was unaffected, and the customer agreed to continue using the pump for insulin therapy.